Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Orif colles fracture. Part number 02.110.431 for an 8 hole head, 3 hole shaft, volar column distal radius plate. After using the proper techniques for drilling using a drill guide, the 2.4 locking screw did not engage the locking portion of the threads of the most distal shaft hole or combi-hole of the plate and kept spinning within the threads. A second 2.4 locking screw was used but it kept spinning and not engaging as well. The plate was implanted with 4 locking screws at the head and a locking screw at the proximal portion of the shaft, 2.7 cortex screws at the mid and distal portions of the plate shaft. The procedure was completed with no consequence or delay.